Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Revision procedure for trunnion failure. Update (B)(4) 2018: on rep follow-up, the following additional information was provided: trunnion was worn, head disassociated from the stem. Corrosion was noted on the trunnion. Black tissue was noted in the patient. No pseudotumor, ion levels unknown.